Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the battery drawer was cracked. It was also noted that the atrial and ventricular patient connectors were broken. The hanger assembly was cracked and the seal was hanging out on the epg. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for preventative maintenance tested out of specification during manufacturer's assessment. There was no patient involvement.